Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited noise resulting in noise reversion and high ventricular rate episodes. The patient was asymptomatic. The noise could not be reproduced with isometrics in the clinic. The physician elected not to replace the lead at this time. The device was reprogrammed and the patient would continue to be monitored.